Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history showed boluses on (B)(4) 2012 at 7:56 am, 8:00 am, 10:49 am, 4:05 pm, and 7:24 pm. A normal bolus and an audio bolus were both performed successfully during investigation and were accurately recorded in the pump history. There were no duplicate records noted. The pump was successfully paired with a test meter, and a bolus was successfully delivered via the meter and was appropriately recorded in the pump history. Again, no duplicate boluses were noted. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the health care provider (hcp) noticed that duplicate boluses were recorded in the pump's history that the patient did not perform. Boluses were reportedly recorded in the pump's history at 7:50 am, 8:05 am, 4:50 pm and 5:05 pm. The reporter also stated that when she was with the patient there were two boluses recorded in the pump's history and expressed concern since the patient did not perform any boluses during the times noted above. She alleged that the pump's history was incorrect. The patient reportedly had high bgs every now and then and never had low bgs. There were no bg values or signs/symptoms reported. This complaint is being reported as the reporter alleged that the pump recorded boluses that were not performed.